Manufacturer narrative:
H4 device manufacture date was added. The device history record (DHR) was reviewed showing that product manufacturing and inspections were performed in accordance with applicable procedures and validated processes. A sample analysis could not be performed because no photo or sample was available for evaluation. The reported condition could not be confirmed. The root cause could not be determined. The manufacturing site will continue to monitor complaint notifications and customer comments to detect adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they tested one epump enplus spike with flush bag in the office and got a feed error. There seemed to be air pulling into the line at the point where the flush tubing and the feed tubing connect. The staff noted increased air in the tubing and it is not always causing the pump to alarm.